Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: a patient of undisclosed gender and age underwent an unspecified procedure in which the cook celect platinum navalign jugular vena cava filter set, g34309, was used. The first filter would not detach and when it detached it kinked and had to be removed. ((B)(4)) the second filter did not open after deployed ((B)(4)). The complaint reported by the user was confirmed. Complaint is confirmed based on the customer and/or sales representative testimony. A part of the device was returned for evaluation. The device evaluation determined the following: the jugular introducer and the celect-pt filter were returned. The distance between primary legs, secondary legs and primary to secondary legs was measured within specifications, it was not possible to reproduce the reported failure, and the device evaluation could not establish a cause for the reported failure. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. The review of the relevant manufacturing records confirms the failure has not previously occurred for this manufacturing lot. There is no evidence to suggest that the user did not follow the instructions for use or label. A definitive cause could not be determined from the investigation. Possible causes are deployment in inferior vena cava (ivc) with insufficient diameter, extensive thrombus in the vein chosen for approach or rotation of the preloaded filter inside the introducer system. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref # (B)(4). . Investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: a patient of undisclosed gender and age underwent an unspecified procedure in which the cook select platinum navalign jugular vena cava filter set, g34309, was used. The first filter would not detach and when it detached it kinked and had to be removed. The second filter did not open after deployed (this complaint).